Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the calibration of intraocular lens(iol) when filling the iol into the cartridge, the surgeon felt that the lens was stiffer than usual. When the plunger was advanced, the lens began to crumple. The surgery was completed with new iol. There was no contact or harm to the patient.